Event description:
The device overinfused delivering the total infusion in twelve hours versus the expected 24 hours. The device contained 1gm of 5fu in normal saline for a total fill volume of 96ml. According to the reporter no medical consequences resulted.